Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump showed a critical pump error. No harm requiring medical intervention was reported. Insulin pump will be returned for analysis.

Manufacturer narrative:
On (B)(6) 2021, the customer alleged the insulin pump encounter critical pump error. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked retainer, stained keypad overlay, case cracked at the corner of the belt clip rails, and cracked battery tube threads. The insulin pump powered up properly after battery installation. No critical pump error (open book image) alarm noted. The insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. Successfully downloaded the trace/history files using thus. A review of the downloaded trace/history files shows two (2) pump error 53 (line number 5632 file number 2005) alarms on (B)(6) 2021 at 21:13 and 21:14, one (1) pump error 54 (line number 1421 file number 32122) alarm on (B)(6) 2021 at 21:10, and one (1) pump error 3 (line number 2803 file number 2002) alarm on (B)(6) 2021 at 21:10 due to a software error. Also, pump error 63 (variable 3) alarm on (B)(6) 2021 at 21:26 was found in the history files due to broken pin 6 (sda) trace at on the keypad assembly. The insulin pump was cut open to perform a visual inspection. No damage or moisture damage on the electronic assembly electrical board 1 and electrical board 2, the motor, or force sensor noted during visual inspection. The force sensor zero offset is within specification (23.3 milivolts) and a test p-cap does lock into place inside the reservoir compartment properly. Critical pump error (open book image) alarm is not confirmed. The insulin pump powered up properly after battery installation and passed all required testing. Pump error 3, 53, and 54 alarms found in the history due to a software error and pump error 63 (variable 3) alarm due to broken pin 6 at of the keypad assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.